Event description:
On (B)(6) 2012, a nurse practitioner reported that his programming handheld screen went blank in the middle of an interrogation and he was not able to get the screen to come back on. The handheld is consistently plugged in when not in use. A hard reset was performed and despite the handheld being charged it would not turn on. The battery door was confirmed to be firmly closed. The wand was reported to be working properly and the patient was able to be interrogated with another handheld without any problems. The handheld and flashcard were received by the manufacturer on (B)(6) 2012, for product analysis. Product analysis on the flashcard revealed no anomalies associated with flashcard software or databases; the flashcard and software performed according to functional specifications. Product analysis of the handheld confirmed that the device would not power on or off. The cause for this condition was an open fuse in the handheld associated with a defective serial cable that had an electrical short; vendor issue. Following replacement with known good fuse, full product functionality was restored. No further anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.